Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient was set for lead revision to address increased capture threshold and pacing lead impedance. It is possible the electrical anomalies were from an issue ingrowth. The lead was capped and replaced during the lead revision. The patient condition was stable before, during, and after the procedure.